Manufacturer narrative:
Results of investigation: visual inspection noted that plastic components were melted and deformed causing the device to become disassembled. The manner in which these components were deformed indicated that the device had been exposed to excessive temperatures possibly during an autoclave cycle or similar event. As a result, the reported condition could not be comfirmed. The condition in which the instrument was rec'd precluded the functional testing required for accurate root cause determination.

Event description:
Procedure: unk patient sex: unk reportedly, the sheath came loose from the trocar near the proximal end just after insertion into the abdomen. It was not reported that, any pieces fell into the surgical cavity. The surgeon changed devices to finish the case, and there was no pt injury reported as a result.